Manufacturer narrative:
A ge oec service rep investigated the issue and performed a system check as requested and found system operating normally. The system was tested, found to be operating as intended, and released to the customer to use. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9900 fluoroscopy system locked up during a procedure.